Event description:
It was reported that the customer had a a33 alarm on insulin pump. The customer's blood glucose level was 306 mg/dl. The customer was treated with an injection. The customer stated that they rewinding it and gave them an a33 alarm. The customer stated that the insulin is "squirting out" during the manual prime process. The troubleshooting was performed. The customer was advised that the drive support cap is sticking out and the patient was asked if they recalls pressing the cap while connected. The customer response was did push it back in. The patient was advised to discontinue use of the insulin pump and to revert back up plan per health care provider instructions. It was explained to the customer the possible cause of the a33 alarm, during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to missing drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.